Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Zimmer skin graft mesher serial number (B)(4) has not been previously repaired/evaluated before 20 december 2019 as documented in the repair reports in livelink. Product review of the zimmer skin graft mesher serial number (B)(4) by zimmer biomet (B)(4) on 14 january 2020 revealed that the device has aged and the handle, comb, bottom roll, gear, latching pins, washers, and bolts needed to be replaced. Repair of the device was performed by zimmer biomet on 14 january 2020 which included replacement of the handle. Comb. Bottom roll. Gear. Latching pins. Washers. And shoulder bolts. The device, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested. Review of the device history record(s) identified no deviations or anomalies during manufacturing. Device is used for treatment. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. The event is confirmed.

Event description:
It was reported during testing that the device was too tight/not even. Per investigation, it was discovered that the comb was bent. There was no patient involvement and no adverse events were reported as a result of this malfunction.